Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values. The customer¿s high blood glucose values was 400 mg/dl. The customer treated high blood glucose with insulin pump. The customer stated that the insulin pump had blank display . After inserting a new battery , the insulin pump received a power loss alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer declined troubleshooting for high blood glucose values. The product will not return for analysis.